Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge/battery lasts less than expected anomaly due to blank display. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a new battery cap, but pump had alarmed low battery even with the new battery cap. The blood glucose of the customer was unknown. The troubleshooting was performed. The history was reviewed, and the battery did not last more than 1 week. User was advised to discontinue use of the pump and to revert to back up plan per health care professional instructions until replacement arrives. No further details given. The device will not be returned for the analysis.